Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred multiple times and the pump stopped all insulin delivery. The customers blood glucose (bg) level was impacted (430 mg/dl) with high ketones present. The customer took a manual injection and consumed water to stabilize bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.